Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusher assembly of a ruby coil was bent while being reloaded into the packaging hoop. The procedure was then completed using a new ruby coil. There was no report of an adverse effect to the patient.